Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter address 1:(B)(6) e1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that there was a collar and shaft separation.

Event description:
Reportable based on the device analysis completed on 23oct2025. It was reported that the device was unable to cross the lesion. The 97% stenosed lesion was located in the moderately tortuosity and moderately calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure. However, the device analysis revealed that the collar and shaft separation occurred.